Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump appeared to be running but was not delivering as expected. They stated that sometimes the pump alarms no flow out and others it appears to be running, but nothing is delivering. They report using compleat pediatric organic formula. Mmd did follow up with the initial reporter and they stated the patient did not have any adverse effects due to the complaint. No additional information was provided. [Complaint (B)(4)].